Event description:
It was reported that this pacemaker system recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right atrial (ra) and right ventricular (rv) lead channel. The mv sensor was disabled by the sam. Technical services (ts) confirmed lead measurements were satisfactory and in range. No adverse patient effects were reported. This device system remains in service.